Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier had failed to register the users' fingerprints. A field service engineer reseated the universal serial bus (usb) cable, verified that all universal serial bus (usb) power management settings were disabled, and removed hidden bluetooth drivers, confirmed the issue was resolved after multiple successful tests performed by customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier device required maintenance, and access to the device using a password required a witness. However, there were no delays, adverse events or injuries reported based on this event.